Manufacturer narrative:
Device not returned.

Event description:
It was reported that a cartridge alarm (alarm 06- vent not working) occurred. Reportedly, the pump was outside the labeled altitude operating range. Tandem technical support educated the customer on the acceptable altitude operating range. The customer returned to the proper altitude to address the issue. Customer's continuous glucose monitor read "high", however, a specific bg value was not provided. A correction bolus was delivered to address bg level.